Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt or connect belt messages, bent pins or damaged e-belt connector) was confirmed. As received, the trunk cable connector was broken. Additionally, the connector locking nut was damaged and missing which would prevent the electrode belt from properly securing into the monitor. The cause of the adjust belt messages was unable to be positively identified but is likely due to the damaged trunk cable connector and missing locking nut. The root cause for the damaged locking nut cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his device was alarming constantly. A psr was dispatched to assist the patient and reported to customer support that the device was constantly prompting to connect the electrode belt. The patient was issued a replacement electrode belt.